Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device exhibited a poor quality image. The issue was found during set up or inspection for use. There were no reports of patient harm.

Event description:
It was reported that the subjected device exhibited a poor quality image. The issue was found during set up or inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the issue was caused by a component failure of universal cable a review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented>> by following the instructions for use which state: chapter 2.5 general dangers, warnings and cautions caution risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Chapter 8.2 procedure warning risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: - the video image disappears during the procedure. - poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.